Manufacturer narrative:
Film analysis summary: the reported contra limb migration out of the left common iliac artery and resulting distal type I endoleak was confirmed. The exact cause could not be determined from the limited films provided; pre-implant and earlier post-implant CT¿s were not available for review. It appears likely that disease progression due to iliac artery dilatation likely contributed to the limb migration, endoleak, and potential aaa sac expansion. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown diameter abdominal aortic aneurysm. It was reported that approximately three years later the patient presented emergently. A type ib endoleak was noted, with migration of the left iliac limb from its initial deployment site at the lcia. The physician successfully treated the patient by implanting an endurant limb extension (size 1624156) on the same day. The physician stated the cause of the event was anatomy related. The iliac appeared to dilate and the limb pulled out of the iliac into the aaa. The cause of the dilation couldn't be determined. No additional clinical sequelae were reported and the patient is fine.